Manufacturer narrative:
Controls were run prior to the event. All controls recovered within assay limits, but had to be repeated multiple times. A bci field service engineer (fse) replaced a needle vent line. The fse noted xb is frequently out for mcv and mchc. The fse examined the instrument for leaks or abnormalities but found none. The review of patient data indicated xb targets for mcv and mchc need to be adjusted. The fse recommended the customer to evaluate xb targets. The review of qc data showed increase in imprecision of rbc and hgb around (B)(6) 2010, a few days after a new lot of diluent had been used. A new, well mixed lot of diluent was placed and the parameters appeared to be stabilized.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to mch and mchc xb batch failures in the coulter lh 780 hematology analyzer. When xb failed, the customer stopped using the instrument. The customer believes a few patient results were reported out before they stopped using the instrument. The customer uses delta check and there were no delta checks triggered for the samples. There was no change to patient treatment, death, or serious injury associated with this event. Note: mch and mchc are calculated parameters derived using hgb , rbc, and mvc. Mch = mean cell hemoglobin calculation, mchc = mean cell hemoglobin concentration calculation, hgb = hemoglobin, rbc = red blood cell, mcv = mean cell volume calculation, xb analysis is a qc method that monitors instrument performance (calibration) by tracking the mcv, mch, and mchc parameters of all patient samples. When xb analysis is on, the workstation compares the mean values with the target values and the percent limits. If the mean values are within the percent limits of the target values, then the xb is in.